Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not respond with provided stylus. Programmer will respond with a known good stylus. Replaced and calibrated stylus. It was also noted that there was a broken tab on power cord door, the product ID label was older style, missing media bay door, missing hinge plate screw, broken pcmcia card eject button, there was a piece of paper behind overlay screen which did not affect screen operation, fan vent was taped, speaker holes were taped, power supply inside had some screw which made some noisy, upper and lower handle were broken. All found defective parts were replaced and all other identified issues were resolved. Replaced media bay gasket as a preventative, replaced nylon standoff and nylon screw as a preventative. It was also noted that the radiofrequency (rf) head port was loose. Replaced link electronic module (lem) board. Reconfigured hard drive, reloaded and updated software. Programmer passed all final functional and system tests. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction d10: concomitant product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not recognizing the stylus, and was also not able to get to the calibration screen. Attempts were made using another stylus, however also failed to work. Troubleshooting steps were advised however were unsuccessful. There was no patient involvement reported.